Event description:
Physical therapist applied deroyal walking belt to pt's waist to prepare pt for ambulation. Secured belt snugly and checked for security. Belt ripped along the stitching before pt was assisted to standing. Belt was removed from pt. Pt was unaware of the problem. A new belt was administered. The failed belt was given to purchasing. The co was called so that they could see the failed belt and give the hosp a new one.